Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received the investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: dec. 04, 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was revised to a competitor's plate after removal of a 4.5mm va-lcp condylar plate and screws. The original implant surgery took place (B)(6) 2015. The initial fracture was a mid-shaft femoral fracture that was distal to the stem. The patient reported pain and upon x-ray review it was determined the plate broke around a screw hole and resulted in a re-fracture. The revision surgery took place on (B)(6) 2015 with all hardware removed; inclusive of the va-lcp condlyar plate, four (4) positioning pins and unknown number of screws. There was no surgical delay or fragments generated from the breakage. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Product investigation summary: the following device(s) were received: 4.5mm va-lcp curved condylar plate (part 02.124.418 / lot 8750572). Cerclage positioning pins, threaded (part 298.803 / lot 7376020) - qty: (B)(4). Cerclage positioning pins, threaded (part 298.803 / lot 7816611) - qty: (B)(4). 5.0mm periprosthetic va locking screw (part 02.231.010 / lot 7792387) - qty: (B)(4). A total of six (6) implants were received. The plate is broken into two pieces at the sixth and seventh combi holes proximal to the condylar head portion of the plate. There are numerous scratches and discolorations on the plate consistent with it being implanted. The remaining devices (one screw and four cerclage positioning pins) are locked into the plate and show minor cosmetic scratches and wear. These devices are functionally undamaged and did not contribute to the complaint condition. Although the exact cause for the complaint condition cannot be determined, it is likely that excessive, cyclic loading due to insufficient/delayed bone healing resulted in the plate bearing the entire functional load of the patient. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are determined to be suitable for the intended use when employed and maintained as recommended. The 4.5mm va-lcp curved condylar plate is indicated for buttressing multi-fragmentary distal femur fractures including: supracondylar; intra-articular and extra-articular condylar fractures, periprosthetic fractures, fractures in normal or osteopenic bone, non-unions and mal-unions. Proper uses for the devices are addressed in the technique guide. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 6 for (B)(4).